Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1976. It was reported the pt experienced a change in his stimulation. The physician determined both of the pt's lead had migrated. The pt underwent revision surgery where the physician repositioned the lamitrode s8 lead (3286) and replaced the octrode lead (3186) with a new lamitrode s8 lead (3286). The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.